Event description:
It was reported that the syringe size detection not working during calibration. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was cracked down from tubing guides. During set-up for flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be there was contamination in the size pot. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced size pot and guide. (UDI) is unknown. No product information has been provided to date.